Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator through the manufacturer's clinical staff that the pt was being admitted into the hospital with intermittent "red heart" alarms. The pt was admitted to ICU where the vad coordinator changed the pt's system controller to the back-up system controller and the "red heart" alarms continued. Waveforms were sent to the manufacturer's technical service staff where intermittent pump stoppages were confirmed. In addition, a chest x-ray taken revealed a questionable internal percutaneous lead compromise. The pt was monitored in ICU and two days later a decision was made to exchange the lvad with another lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.